Event description:
On 12/04/2006, the lay user/reporter, the pt's wife, contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. On 12/11/2006, the medical affairs specialist (mas) spoke with the reporter to obtain and verify information. On 12/03/2006 at approx 5:30 pm, the pt obtained the before-dinner blood glucose reading of 289 mg/dl on the reported meter, which was high compared to his expected values. The pt's expected results, before dinner, were 190 to 200 mg/dl. The pt was experiencing no symptoms of high or low blood glucose levels at that time. Based on this meter reading, the pt took 6 units novolin insulin. On 12/04/2006 at 12:08 am, the pt began experiencing the symptoms of confusion, lethargy, slurred speech, thirst, drowsiness and was going in and out of consciousness. While symptomatic, the pt's blood glucose level was tested to be 99 mg/dl. His wife did not believe this reading, and treated the pt based on his symptoms by giving him cranberry juice with sugar and candy. The pt was revived. The pt did not further test his blood glucose level after treatment. He did not seek medical attention. On 12/04/2006 at 7:21 am the pt obtained the meter readings of 414 mg/dl and 196 mg/dl within a few minutes of each other. After these readings the pt took his normal dose of 2 units novolin insulin. The pt takes novolin insulin and humulin regular insulin, on sliding scales. The pt does not have a backup meter. Earlier on the day of the event, the pt had obtained blood glucose readings as expected, less than 150 mg/dl; the reporter was unable to provide specific results. The pt had not taken any insulin at lunch. The customer care advocate (cca) determined the pt's testing technique was correct, the test strips were in good condition, and the meter was programmed for the correct unit of measure and calibration code number. No quality control testing was performed during the call as the pt's control solution was expired. The meter, test strips and control solution were replaced. The pt took an insulin dose based on an elevated meter reading, became symptomatic, and rec'd treatment with food. The meter reading obtained while symptomatic did not correlate with the pt's symptoms that suggested he was hypoglycemic. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.